Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection identified that the tip of the waveguide was broken off. It was reported that a device component disengaged. A related device issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical surgery for rectal cancer. The excitation work was normal. After 3 minutes of use, the cutter head broke, and no metal instruments were touched. Nothing fell into the patient cavity. They replaced the device to complete the case. A photo was attached showing the dissector's waveguide was broken off. The broken piece was retrieved. There was no patient injury.